Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette did not make surge during a right eye phacoemulsification procedure. The sleeve was changed; however, the issue was ongoing. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using the console and could be recognized by the console. The sample primed and tuned successfully and the service data could be retrieved. Maximum vacuum was reached. No leakage was observed from the tubing insertion to the handpiece during tuning. The irrigation and aspiration flow rates were within specification. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The sample functioned within specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).